Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber at 45,962 joules. Also, it was reported that the fiber cap detached inside of the pt. And, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.